Event description:
On (B)(6) 2010, pt reported he has to wear his infusion device in an upright position which adds stress to the luer lock connection of his infusion sets causing them to break and leak. Pt stated in this position his infusion set bends and kinks and eventually breaks. He reported it doesn't happen with each infusion set, but has been off and on since (B)(6) 2007 and the last one occurred about 1 month ago. Pt stated it is not a defect, just the added stress from bending that is put on them. Pt reported he normally can tell if this has occurred, because he will feel a wet spot in his pocket. Pt stated it is not lot specific and it occurs off and on from time to time. Pt stated it is caused by occasional pulls and stretches of the infusion set. He reported it is the connection of the luer lock to the infusion tubing that comes undone. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.